Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement resulting in loss of capture. Dislodgment was confirmed via fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.